Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to replicate the instrument engagement issues on the universal surgical manipulator (usm). Fse replaced the usm in order to achieve customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the error 22020 (pointing to carriage axis 1, 2, and 4) in the logs but the error could not be replicated. Different clip applier instruments were installed on the unit with successful engagement. All carriage gearbox and presence pins were actuating properly with no issue. The unit passed normal mode with several instrument and sterile adapter combination. The unit also passed carriage lissajous, sensors check, carriage switches, carriage strength, sine cycle, fan test, fiber test, brake test and all carriage friction tests. The carriage axis 1, 2 and 4 gearbox, carriage top plate and all presence pins will be replaced as a precaution. All carriage gearboxes were found with surface contamination. The carriage assembly will be upgraded to the latest version. Presence pins screw will be replaced to accommodate the top plate replacement.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the customer could not take control of the universal surgical manipulator (usm) #3. The customer reseated the instrument, replaced the instrument, reseated the sterile adapter, replaced the drape and power cycled the system with no success. The or staff converted the procedure to a laparoscopic surgery prior to calling in for the technical support. The customer did not perform any troubleshooting. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted no errors on the usm #3 or a system power cycle was performed during the procedure. Isi followed up with the initial reporter and confirmed that the laparoscopic procedure was completed successfully with no injury to the patient.